Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient had a heart attack and did not get a reading from the device. It was further reported that the patient monitor was disconnected. The icm remains in use. No patient complications have been reported as a result of this event.